Event description:
The original event occurred on (B)(6) 2026. Patient was in the in the tub and the lift was frozen with the patient on the lift. Staff was unable to move the patient off of the lift. Staff had to call the st paul fire department to get patient safely off the lift. On (B)(6) 26, the foot brake of the lift would not disengage. Patient was in the lift. There appears to be no mechanical remedy. The is no quick release for this issue. Staff were able to lower the patient and use a hoyer lift return him to his room. On (B)(6) 26 the lift was electronically out of service. Patient was on the lift in the bathtub. Staff was able to get the patient out of the bath tub using the hoyer lift. The arjo rep came for a service call and replaced the circuit board. Lifts were new in (B)(6) 2025. In all instances there were no injuries to the patients. Patients were evaluated for injury and emotional distress. No concerns observed or reported.